Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the keypad cover was removed and contamination was found under the contrast and down arrow button contacts. Unrelated to this issue, the keypad symbols were worn. (B)(6).